Event description:
Left inguinal hernia surgery. A large left bard 3d max mesh (10.8mm x 16.0mm) was used to repair the hernia site. Approximately 4 weeks after this surgery, severe pain developed, 10 out of 10 on the 1 - 10 pain scale. Abdominal swelling occurred along with reoccurring infections. Went back to surgeon and they stated that hernia had not reoccurred and it must be another cause. Patient was seen by family doctor, urologist, and gynecologist. Problem has not been resolved and patient condition is worsening. Recent CT with contrast is showing a 3cm herniation in the same left inguinal canal.